Event description:
The pump stopped. The physician restarted it. The pt was unable to give herself a bolus using her 8832 ptm (pt therapy mgr). An 8835 ptm was also tried, but it didn't work either. The error code on the ptm was 8476. The pump was replaced; the catheter remained implanted. Following the replacement, the pt was fine and the ptm worked. The device system was used to deliver vendal and prialt.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.